Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was making a popping noise and the screen went black. There was no pt injury or death reported.